Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece has dropouts (consistently). There was no pt harm, however surgery was extended by approx 10 mins and the procedure was completed with an alternate device.